Event description:
On (B)(6) 2010, the customer states that they noticed a problem with erratic hemoglobin results. On (B)(6) 2010 the customer reported that the issue continued and that an alleged falsely elevated hemoglobin result of 11.5 g/dl was generated on one patient. The sample was tested at a reference lab (method not provided) yielding a hemoglobin value of 6.4 g/dl. The sample was then repeated at the customer site, producing a hemoglobin result of 8.7 g/dl. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.